Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism detachment was confirmed and the cause was supplier-related. The product returned for evaluation was one 22ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism completely detached. The metal sleeve appeared to be missing from the safety assembly. Microscopic inspection confirmed that the metal sleeve was missing from the detached safety assembly. The safety mechanism detachment was caused by the lack of metal sleeve, which was omitted during device assembly. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when removing the safestep from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when removing the safestep from the port body, the base could not secure the needle tip and slipped off from the needle. There was no reported patient injury.